Event description:
Info received indicates the battery is not holding a charge although the battery status indicator shows charged.

Manufacturer narrative:
The tech replaced the battery to repair the bed.